Event description:
It was reported that technical services (ts) found the cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of ventricular signals on the atrial channel while reviewing reports to help the health care professional (hcp) with programming options. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.